Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the left ventricular (lv) lead exhibited high impedance measurement and noise. The lv lead was removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported events of noise and high pacing impedance were not confirmed. As received, a complete lead was returned for analysis. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no other anomalies.